Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has had this device for quite some time and had done fairly well, but they were starting to have incontinence issues again. The incontinence issues never really went away but they got better, but patient quit using the device because it felt like a shock and they did not like it. It is getting to the point now where the bed was wet every night even though patient had on the depends. They found the charger and charged it up but patient did not remember how to operate the device or what they are supposed to do with it so their brother is going to help them with it this weekend. Patient services emailed instructional information and video tutorials per caller request. Caller mentioned the patient will also likely follow up with managing doctor.

Event description:
Additional information was received from the healthcare provider (hcp). When asked what steps were/would be taken to resolve the shocking sensation, the hcp stated the patient had an appointment scheduled for (B)(6) 2025 to address the issue. As a result, the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.